Manufacturer narrative:
No button error alarm noted on insulin pump. Insulin pump was received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 132 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.